Manufacturer narrative:
Investigation is pending. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
The physician said that the stent was in the patient for around a year. There was some resistance in removing the stent. The physician asked for assistance from a radiologist. When they withdrew the stent, the stent pulled apart into a long string. It uncoiled. It did not separate fully.

Manufacturer narrative:
Additional information: did anything have to be removed from the patient? If yes, from what part of the body and what instrument was used to remove it? -the problem occurred during removal. It was removed with graspers and a sheath. Current storage conditions -the products are stored on a standard storage cart in a product storage room. Date of implant -it was placed (by doctor dunn at usc) over a year ago. Why was the stent removed? (Exchange? Or other issues?) -it had been in the patient for over a year and had become infected." The two related complaints have been submitted involving the same stent/patient. The stent was inserted in one hospital and removed in another, the implant date has been requested but cannot be provided. The information provided suggests that the stent was indwelling for over one year, contrary to the IFU which indicates a maximum indwelling time of 12 months; however, as the exact implant date is unknown this cannot be conclusively proven to be the case. The device was not available for return, therefore a document based investigation was carried out. This investigation is related to the stent uncoiling during removal after resistance was met. Input was gathered from product development engineering and it was stated that "on the second issue you mention ¿uncoiling¿. In this instance the internal wire joining both ends of resonance broke with the force of the removal effort. This means that (a) the physician over exerted the effort of removal, thus breaking the joint or (b) that this was a poorly formed joint in production. The joint is designed and manufactured to withstand in excess of 5lbs load, which is the force, that if exerted on devices of this nature would inevitably result in ureteral avulsion (severing of the ureter). This acceptance criterion for joint strength is justified in the design input requirements documentation for the resonance device. As the physician mentions that the stent uncoiled, I read this that the distal end of the device (somewhere in the ureter) was firmly held in place because of the disease state of the patient (presumably extrinsic ureteral obstruction, given the intended use of the device). With this firm holding the effort of stent extraction was affected and the physician tugged on the stent so much that the internal wire broke, then the stent unravelled because the internal wire was no longer restraining it from doing just that (this is the design functional requirement of the internal wire). My guess is that the stent was hampered in drainage and that patient infection may have given rise to mucus in the kidney which itself can cause drainage problems (stent clogging). Removal was necessary due to poor drainage and infection. The stent was firmly held in place and the excessive removal force broke the internal wire. As there is no evidence of ureteral avulsion, the joint may have been poorly welded in production, but in saying that there is a 100% qc check each joint in a proof load test during manufacture. I conclude therefore that it was an over exertion of force during removal." The exact rpn and lot # is unknown. A definitive cause for the customer¿s complaint was unable to be determined as the device was not returned to (B)(4) for analysis. The complaint was confirmed based on the customers testimony. Prior to distribution all resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. Rms devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use , users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable." A warning on the instructions for use also advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ and ¿use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures¿. In the instructions for use section of the instructions for use, it states the following: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ prior to distribution all resonance stent devices are subject to visual inspections to ensure device integrity. A 100% stress test is performed on the stent. This stress test is also confirmed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician said that the stent was in the patient for around a year. There was some resistance in removing the stent. The physician asked for assistance from a radiologist. When they withdrew the stent, the stent pulled apart into a long string. It uncoiled. It did not separate fully. This stent was being removed because it had been in the patient for over a year and had become infected, reference also report # 3001845648-2017-00009.